Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and update the investigation results. Investigation: no investigation was possible because the catheter/swiftlink was not returned. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the hospital team was about to perform patent foramen ovale (pfo) closure procedure with the catheter already inserted in the patient when the ultrasound system did not recognize the swiftlink transducer. The swiftlink transducer was replaced to continue and complete the procedure. There was approximately 15 minutes delay while the replacement transducer was obtained. There was no need to repeat the procedure since there was no loss of data. There was no patient or user injury reported. No additional information was provided.